Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of blockage at site with an infusion set and was alerted by occlusion alarm 2 followed by alarm 26. Symptoms were noticed within 3 hours of insertion in the abdomen. The site was rotated regularly. Patient changed supplies as necessary and resumed insulin therapy. No further information available.